Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states that the patient has been dislocating on multiple occasions. It was reported that the surgeon elected to exchange the acetabular liner and femoral head to gain more overall hip stability. / / investigation method: / / investigation summary:

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient has been dislocating on multiple occasions. It was reported that the surgeon elected to exchange the acetabular liner and femoral head to gain more overall hip stability.